Manufacturer narrative:
The customer's calibration and qc results were acceptable. The cl and k results for each patient were requested but not provided. The field service engineer performed system maintenance and did not find any visual problems with the analyzer. He replaced various parts and performed system checks and adjustments. After service, no further issues were reported by the customer. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas c 501 module. The initial na results were not reported outside the laboratory. The customer performed repeat testing on the same c 501 module and "avl" equipment. On (B)(6) 2021, patient 1's initial na result was 157 mmol/l. Patient 1's repeat na result on the same c 501 module was 152 mmol/l. Patient 1's repeat na result on the "avl" equipment was 150 mmol/l. On (B)(6) 2021, patient 2's initial na result was 118 mmol/l. Patient 2's repeat na result on the same c 501 module was 157 mmol/l. Patient 2's repeat na result on the "avl" equipment was 155 mmol/l. The customer determined the repeat na results were correct. The na electrode lot number and expiration date were requested but not provided.